Manufacturer narrative:
Suspect medical device, device manufacture date: balloon: gtin # (B)(4), upn# 72400024, batch/lot # 152224008, mfg date 10/19/2016, exp date 10/04/2021. Pump: gtin # (B)(4), upn# 72404127, batch/lot # 147080020, exp date 08/11/2017.

Event description:
It was reported that the patient had his ams800 artificial urinary sphincter (aus) device removed because the device was no longer functioning and the patient began experiencing recurrent incontinence. A new aus device consisting of a 4.0cm cuff, 61cm prb and control pump were implanted.